Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was small cell lung cancer. When asked if there were any events or illnesses that led to the customer's death the caller stated copd, diabetes type 1, in addition to the cancer, which was the immediate cause. The customer had numerous illnesses; vascular issues, vessel replacement and grafts, was on blood pressure medication, had atrial fibrillation, kidney failure, and had kidney transplant almost eleven years ago. The caller did not know the customer's blood glucose at the time of death. The customer's last recorded blood glucose value was 216 mg/dl on (B)(6) 2016 at 10:35 pm. The caller stated that the customer did not have a meter linked to the insulin pump; she would check her blood glucose and manually bolus through the insulin pump, adjusting the amount. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was returned with a (B)(6) alkaline battery. No cosmetic damage noted. Data analysis: (B)(6).